Manufacturer narrative:
The insulin pump passed displacement test, rewind test, and basic occlusion test, no unexpected button error alarms or compromised force sensor system alarms noted during testing. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The esc button on the insulin pump had intermittent response due to moisture damage on keypad traces. The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)